Event description:
It was reported that the event occurred while in the cath lab shortly after insertion. Relevant medical history/diagnosis/medications/indication for use: emergent insertion. The intra-aortic balloon (iab) was inserted through the sheath via femoral artery with no issues. The iab was recognized and zeroed correctly, but during the case the fiberoptix sensor (fos) arterial pressure (ap) waveform was intermittent unless they juggled the connection. There was an fos error alarm code received and the staff did not remember what it said. At one point the staff switched the pump out, but this did not resolve the issue since they continued to lose the fos ap waveform. As a result, they selected the transducer and continued therapy in manual mode. There was no report of patient death complications or injury. No medical surgical intervention was required. There was a delay or interruption in therapy only when they lost signal and when they had to switch out the pump ((B)(4)). The patient outcome was okay. There were no strips or x-rays performed. Per the sales representative, the m.d. Stated his disappointment that there was no use of the fos.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.